Event description:
It was reported that the ilet pump¿s alarm sound became very quiet and the screen brightness was too low to read, and the device no longer brightened when the sleep/wake button was pressed; the issue had been present for several weeks and persisted after restart and firmware update, while a co-user¿s device was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display that was difficult to read associated with the touchscreen, with an ambient light problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.